Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii did not deploy properly as the delivery tube was not in the aorta. The seal was not in the correct position prior to deployment; therefore, it was outside of the aorta. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning the product in question as it was discarded. The hospital was unable to provide the exact date of the event; however, it occurred earlier in (B)(6) 2013.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).